Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Found no no delivery alarms during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed no delivery alarms on (B)(6) 2024 at 05:34:44.000 to 15:15:00.000 during bolus and basal. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.175 mv). The following were also noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, pillowing keypad overlay, and cracked retainer. No delivery/occlusion alarm was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-332a, mmt-399a. Troubleshooting was performed. Insulin flow blocked alarm customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for mmt-399a.